Manufacturer narrative:
Corrected data: b5: updated to correct typing error. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the incision at the ipg site was not healing. Surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the incision t the ipg site was not healing. Surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue.